Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor, as compared to the built-in meter. Approximately 30 minutes prior to adverse event, customer reported a scan of 11.08 mmol/l against built-in meter result of 6.0 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer then developed symptoms of vomiting, sweating, headache, and seizure and had contact with a healthcare provider. The customer was treated with soda and food for treatment of hypoglycemia. A healthcare meter result of 5 mmol/l was reported. There was no report of death or permanent injury associated with this event.